Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no batch review or evaluation was performed. Should additional information become available a follow-up will be submitted. This is report 3 of 4 associated with this incident.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (10l14h25 & 11b10h25) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Initially, the patient called and stated when he did his I drain the solution coming out was very cloudy. The patient called the facility nurse and was instructed to end therapy and do manual exchanges that night. No further information is currently available. During a follow up call on (B)(6) 2011, the facility nurse provided the following information. The patient did have a confirmed peritonitis in (B)(6) 2011. The patient was not hospitalized. The patient was treated with fortaz 1gm every day via intraperitoneal (ip) for five days and vancomycin 1.5g ip every week times three weeks. . The patient is considered recovered from this event. The causality was considered due to the patient not covering his mouth during therapy. The patient has been retrained an aseptic technique. No further information is available related to this event.